Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: investigation revealed that the device failed to pace by (B) (6) (as evidenced by the lead impedance curve) because of the partial detachment of the flex circuit on the hybrid substrate.

Event description:
Reportedly, the pt was admitted to the hospital in emergency due to loss of ventricular pacing. Heart rate was at 40 bpm. A high ventricular lead impedance was showed by the programmer. During revision, the connection of the leads was checked first. Both leads were at normal position in the header and could not be pulled out of the connector. V lead had been disconnected and measured with psa - normal values have been observed. Pacemaker and lead had been cleaned before connecting again the v lead. After re-connection of the v-lead, a new measurement was programmed had been performed resulting again in high impedance (>3000 ohms). A new measurement with the programmer showed same result. A device failure was suspected, it was explanted and returned for analysis. Another pacemaker was implanted.